Event description:
The reporter and patient called customer support on (B)(6) 2012 for assistance with pairing the meter remote with the pump after the patient was discharged from the hospital. The reporter stated that they had not been using the meter remote (mr) for blood glucose (bg) testing and wanted to re-start the use of the mr. It was reported that on (B)(6) 2011, the patient was transported by ambulance and admitted to the hospital. The reporter stated that they were told by the physician that the patient had experienced a traumatic brain injury about two weeks prior to this admission and that brain surgery was required. The reporter stated that they were told that the patient's blood glucose was 627mg/dl at the time of the hospital admission. Neither the reporter nor the patient could recall the head injury, they said that they did not remember any bg excursions during that time period, and they had difficulty providing a description of what had happened prior to or during hospitalization. According to customer support, the patient became frustrated during the review of the pump and said that he had not been doing what he should have been doing (in regards to pump therapy). The reporter stated the patient was not using the pump at the time of the hospitalization, the pump was found in a drawer on (B)(6) 2012. The reporter reviewed the pump with customer support and said that the history showed that the pump was suspended at 4:01am on (B)(6) 2011 but reported that the patient removed the pump around 10:00pm on (B)(6) 2011. The reporter said that there were six records of pump suspension during that evening and that the pump was suspended for as long as 2 ½ hours. The reporter denied any confusion exhibited by the patient that evening but was unable to say why the pump was suspended. Further review of the pump by the reporter revealed that approximately 25% of the basal delivery was missing on (B)(6) 2011 because, the patient did not replace an empty cartridge for several hours. In addition, the bolus deliveries were reported to be lower than usual for several days prior to the event. Customer support assisted the reporter and patient with pairing the devices; the patient programmed and bolused a correction insulin delivery with the mr as the bg was 226mg/dl. The patient was advised to contact his health care provider as soon as possible to review diabetes management instructions. The patient denied that there were any issues with the pump or mr. This complaint is being reported because of the uncertainty whether pump misuse or use error contributed to any of the events described above.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the reported complaint; pump information has been overwritten due to continued use. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with the complaint in the existing black box or alarm history. No meter was returned with the pump. Pump was able to be successfully paired with test meter. The pump successfully completed the required 29hr flow accuracy test and was found to be delivering within the specification. Unrelated to the complaint, observed a pinkish discolored contrast on the display screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested or returned to animas for evaluation. The patient has continued to use the pump without any further reported incidents. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.